Manufacturer narrative:
Device passed sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device received with a missing retainer ring and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Device passed sleep current measurement, and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device received with a missing retainer ring and a missing reservoir tube lip o-ring. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not received low battery alarm. The customer¿s blood glucose level was 11.3 mmol/l. The customer was assisted with troubleshooting. The customer's mother was reported that insulin pump had replace battery now. The insulin pump will be returned for analysis.